Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch # 151d85. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon visual inspection, the handle shrouds damaged and the pcb board was noted to be damaged. No further functional test could be performed due to the condition of the device. It is possible that the damage on the handle shrouds the pcb board was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151d85, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9eg2d, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the battery was dead once they opened the box. There was no patient consequences reported.